Event description:
Leica microsystems received a complaint regarding sub-optimal processing of 132 cassettes, which the complainant described as under-processed. On (B)(4) 2012, leica microsystems received information that all tissue samples exhibiting sub-optimal processing were diagnosable.